Event description:
The device was used during an unspecified procedure. Reportedly, the suture broke while the surgeon was tying knots. No pt injury reported.

Manufacturer narrative:
It has come to co's attention since the submission of the initial report on 12/4/1997 that this event was previously reported by co under a different manufacturer report number (1219930-1997-02568). As this is a duplicate report please disregard the event submitted under this number (1219930-1997-02614).